Manufacturer narrative:
This malfunction happened repeatedly with devices from this lot in this facility. Please reference the following additional mdrs: 2245270-2015-00081, 2245270-2015-00082, 2245270-2015-00083, 2245270-2015-00084, 2245270-2015-00086. The malfunctioning device was returned to vygon for evaluation as part of the complaint investigation. This investigation is on-going, and the results will be communicated to FDA via follow-up MDR within 30 days of its conclusion.

Event description:
The ams-761 started leaking at the connection with the bd peripheral catheter once infusion began. Infusaids were saline, iron and rotuxin on a bbraun outlook 100 pump at 5mll/hr. Ams-761 began loosening on its own and had to be continually tighten. Patient was exposed to infusate.

Manufacturer narrative:
Please reference the following mdrs for information on additional occurrences of this malfunction. 2245270-2015-00081, 2245270-2015-00082, 2245270-2015-00083, 2245270-2015-00084, 2245270-2015-00086. After conducting an investigation into this claim, vygon cannot confirm a quality problem with this product as it relates to form, fit or function. Two units were sent back, but the devices that they were used with were not supplied by the customer. Vygon was unable to recreate the issue with the in house product, or the product used in the field. A review of the lot history was performed. The quality control inspection records revealed zero findings in leak and occlusion testing. In addition, a review of the complaint database was performed, and found this to be the first complaint received for leaking for (B)(4). No corrective action will be taken at this time. Vygon will enter this incident into the complaint log and continue monitoring for this type of problem.